Event description:
Consumer had called for assistance in pairing the true metrix air meter to app. Per the customer they had obtained a blood glucose test result of lo on saturday and since then has been unable to pair the true metrix air meter to app. Customer stated that they had retested and the result obtained had been their expected result. Customer was assisted with pairing meter to app, uninstalled and reinstalled app and transfer was completed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Test strip lot information was not provided. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer unable to perform follow-up call to customer to ensure the initial concern is resolved - contact information for customer was not provided.